Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 807:05 was confirmed during product evaluation. The assignable cause for the condition was determined to be a faulty pump head module (phm). The phm was replaced to correct this condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility reported a colleague infusion pump with a failure code of 807:05 that occured five times. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.